Event description:
The customer reported that his olympus endoeye hd ii telescope was producing a pink image during procedure preparation. According to the initial reporter, this issue was noted during procedure preparation. The intended procedure was completed as planned using another device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the reported issue was confirmed: the image produced was green or purple. Internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.